Event description:
Nellcor puritan bennett received this device in manufacturing facility on 7/13/07 without any information on the failure. During evaluation on 7/23/07, the failure of high reading was confirmed. The failure was isolated to the main pcb. There was no patient harm reported.